Event description:
Event description boston scientific received information that this chronic right ventricular lead displayed an increase in impedance since the device was changed out 4 months ago, however it is not out of range. A boston scientific technical services (ts) consultant discussed an increase of 400 ohms was not desirable but may monitor if all other meausrements were normal and stable. The physician was questioning a setscrew issue.